Event description:
Customer reports she is concerned about her pump not working correctly due to excessive no delivery and high blood glucose. Customer states that she had a high blood glucose level of 305 mg/dl, which she treated with a bolus. Customer mentioned that her sugar was fluctuating throughout the night. Troubleshooting was performed and equipment tested to specification. The drive support cap was recessed. The high performance test was performed and passed. Customer does report a bent cannula when she changed sets. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.